Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. Additionally, there was a 30% shift seen in internal quality controls (qc) and patient results. The following data was provided (units of measure is ng/l, customer provided threshold is 4 ng/l): sid (B)(6): initial result = 4.1, repeat result = 2.3, sid (B)(6): initial result = 5.7, repeat result = 2.6, no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for multiple samples. Additionally, there was a 30% shift seen in internal quality controls (qc) and patient results. The following data was provided (units of measure is ng/l, customer provided threshold is 4 ng/l): sid (B)(6): initial result = 4.1, repeat result = 2.3. Sid (B)(6): initial result = 5.7, repeat result = 2.6. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The customer observed a 30% upward shift in control and patient results after calibration when using alinity I stat high sensitive troponin-I reagent lot number 74115ud00 with calibrator lot number 72423ud00. There was no information available, if quality control results were still in range. Control and patient results were back to normal after recalibration. A search for similar complaints identified an increase in complaint activity for specificity for patient results with lot 74115ud00, however, there was not an increase complaint activity for controls. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with reagent lot 74115ud00 or calibrator lot 72423ud00. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The patient median values for the complaint reagent lot(s) are within the established limits and comparable to the historical reagent lot performance. Accuracy testing of the alinity I stat high sensitive troponin-I complaint reagent lot 74115ud00 was performed. Furthermore, abbott control or non-abbott controls out of range setup was tested using the alinity I stat high sensitive troponin-I complaint calibrator lot 72423ud01 (which contains the same bulk material as 72423ud00) with reagent lot 73259ud00. All validity and acceptance criteria have been met, indicating that the lots are performing acceptably. The control setup testing using abbott and non-abbott controls using calibrator lot 72423ud01 indicates that the calibrator associated with the complaint yields control values within specification, supporting the reliability of patient sample results. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I assay for lot 74115ud00 or alinity I stat high sensitive troponin-I calibrator lot 72423ud00 was identified.